Manufacturer narrative:
D3: correction d9: 01-nov-2024 h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The printed wire assembly (pwa) board was replaced to resolve the issue.

Event description:
It was reported that the device showed error code 46510. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.